Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that image acquisition system(ias) door cannot open, pendant show door open, check the door alignment pin, see some green lable inside (the image acquisition system(ias) door cannot open). There was no patient involved. Troubleshooting stated that try to do the door override but the door did not move, try to do the manual door open but the rotor cannot crank to move, plan for site visit to check the dingus position. Probable cause was dingus slip.

Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They planned for site visit to check the dingust position. If the dingust slip alignment the dingus. Perform system checkout pass codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000203: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.